Event description:
Customer reported the system is stuck in the horizontal position, leaking oil and blocking a doorway. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rotational motor dowel pin. System operates as intended.